Manufacturer narrative:
One device has been returned for evaluation. The evaluation is in process. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported damage to the transducer in the kit. The defect was noticed while preparing the device for use. The device was not used on a patient. The kit was sent to the distributor, who reported a foreign object in the fluid path. No harm or injury to the patient was reported.

Manufacturer narrative:
Device evaluation: one unused suspect device was returned for evaluation. The device was examined visually, particulate larger than the acceptance criteria was found. The complaint was confirmed for this device. A root cause was not able to be determined. The device history record was reviewed no related exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.